Manufacturer narrative:
The tech bent the side rail back into the correct position to resolve the issue.

Event description:
The tech alleged that the side rail is bent and will not latch. No pt impact.